Manufacturer narrative:
If additional information becomes available a follow up report will be submitted.

Event description:
It was reported that there was an issue with optilene suture. The client reported that the thread frayed when pulling it out from the pack. It occurred during a trial with general surgeons. The nurse opened another unit and she noticed the same issue. The event occurred prior to use on the patient.

Manufacturer narrative:
Manufacturing evaluation - samples received: no samples available. Analysis and results: there are no previous complaints of this code-batch. There are (B)(4) units in our stock. We have received pictures from the customer. It can be seen that two open and unused samples show fraying in the thread surface. Without samples a proper analysis of the complaint cannot be achieved, nevertheless we consider that it is confirmed. Final conclusion: taking into account that the pictures received show that the samples do not fulfil the specifications of the european pharmacopoeia/b. Braun surgical specifications, we conclude that the complaint is confirmed by evidence of the pictures received. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.